Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states while impacting the cup with the offset insert like the technique says, the attachment on the end of the screw on black knob broke. The investigation confirmed the failure mode as reported. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde and concluded that there are no outstanding actions identified. With regard to the tip that has become separated this is the first case of this failure mode and shall be treated as an isolated incident. It should also be noted that this device has had the potential to be in service for over 2 years and this failure may be due to the device being worn from normal use and servicing. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 17may2016 - quantity edited to 1, rather than 2. Complaint updated on 19may2016. Update - review of the instrument also found a portion of the locking mechanism broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Qty: 1 > updated from original medwatch submitted on may 6, 2016. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While impacting the cup with the offset insert like the technique says, the attachment on the end of the screw on black knob broke.